Event description:
It was reported that the iLet touchscreen sustained a crack when the pump was charging and a dog got hold of it; the screen remained functional but required firm presses that worsened the cracking, and the device had been synced and will be returned, with the device component implicated being the touchscreen and the device problem characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture of that component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user circumstances.

Manufacturer narrative:
Initial.